Manufacturer narrative:
Additional information received reported and confirmed there was an explant performed on (B)(6) 2017. There was no incision enlargement, vitrectomy, or sutures used. There was no post-operative patient injury. The lens was replacement with a non-amo lens. Also, it was reported that the patient's date of birth is (B)(6). The doctor was (B)(6). No additional information was provided. Age/date of birth: (B)(6). Outcomes attributed to adverse event: required intervention. If explanted, give date: (B)(6) 2017. Device available for evaluation?: yes, returned to manufacturer on 09/13/2017. Initial reporter: dr. (B)(6), health professional: yes, occupation: physician. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable; explant was planned for (B)(6) 2017, but not yet confirmed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient will have a tecnis symfony toric intraocular lens (iol), model zxt150 16.5 diopter, explanted from their right eye on (B)(6) 2017. Patient complained of not being happy with their near vision. No additional information was provided.